Event description:
The account alleged the stretcher has play in the brake casters when the brake is applied.

Manufacturer narrative:
The technician found the foot end brake casters turn when the brake is applied due to the teeth on both foot end casters being sheared off, causing the casters to rotate in brake. The technician replaced the two brake casters to repair the stretcher.